Event description:
Report from distributor: "the surgeon got an emergency case. Lap-band placed. He requested some literature to learn more about this incidence. The surgeon is not going to report this case and co cannot force him to do so. He helped a pt and removed the band by a laparatomy. This all that co know. If co get more info co will let FDA know, but there is no formal complaint". Follow up findings: untreated band slippage and obstruction, resulting in necrosis, requiring explantation of banding device and removal of a portion of the stomach; pt recovered and is in good health.